Event description:
Report received of bleed back and exposed wires in the manifold of an opti-q catheter. The nurse noticed blood coming from the opti-q catheter at an unspecified site. The catheter was removed. Following removal, the staff noticed a "small bundle of exposed wires at the area where the lumens are joined into the hub of the catheter." The staff reports "there were no delays in critical therapy or major adverse reactions to this incident". The pt's condition did not require insertion of another catheter. Additional info was requested, but none has been provided.